Event description:
It was reported that post a drug eluting stenting treatment procedure, patient complications and in-stent restenosis occurred. The physician implanted a taxus express2 drug eluting stent of unknown size to the left anterior descending (lad). The patient stopped clopidogrel one year later. Seven days after stopping clopidogrel, the patient presented with acute coronary syndrome. The patient's troponin levels were positive but his ECG was non-diagnostic. Two days later, tests showed severe mid-stent restenosis of the lad stent with timi iii flow. There was no sign of thrombus. Further information has been requested, but has not been received.

Manufacturer narrative:
Device analysis: a unit has not been returned for review; therefore, a technical analysis cannot be carried out. A review of the manufacturing records for this particular batch could not be performed as the batch number is unknown. Without a returned unit, it is not possible to confirm how the device may have contributed to complaint incident and a root cause could not be determined.